Event description:
Battery had ¿exploded¿ - oral-b [device battery explosion]. Case narrative: consumer via e-mail stated that the oral-b toothbrush battery had exploded. No injury was reported. 09-dec-2024 follow up via e-mail and pictures: the suspect product was oral-b rechargeable toothbrush handle 3708 vitality pro model d103.423.3. The suspect product lot was 3ua32240318. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
28-feb-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Battery had ¿exploded¿ - oral-b [device battery explosion]. Case narrative: consumer via e-mail stated that the oral-b toothbrush battery had exploded. No injury was reported. 09-dec-2024 follow up via e-mail and pictures: the suspect product was oral-b rechargeable toothbrush handle 3708 vitality pro model d103.423.3. The suspect product lot was 3ua32240318. No injury was reported.